Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display with moisture) issue. The reporter alleged there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2017 with the following findings: during investigation, the pump was powered on to a display with a significant amount of missing pixels. A test display was installed and functioned properly. Evidence of moisture ingress was found in the battery compartment. The pump was opened to find moisture in the interior. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover. Additionally, the cartridge compartment was cracked/damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.